Event description:
Customer reported an issue with the touchscreen responsiveness of their pump. The pump screen was turning off too quickly. There was no adverse impact on the customer¿s blood glucose level. The customer continued to use current pump for insulin therapy.